Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initially prescribed antibiotic therapy with intraperitoneal (ip) ceftazidime and vancomycin (dose, frequency, and duration unknown). The culture resulted positive for coagulase negative staphylococcus (species unknown). The patient¿s antibiotics were adjusted, and ceftazidime was discontinued. The patient continued to receive ip vancomycin. The cause of the peritonitis was not confirmed. The patient does not recall a breach in aseptic technique. No cassette leak or liberty select cycler issues were reported for this event. The patient continues to complete pd therapy utilizing the liberty select cycler during recovery. The patient did not require hospitalization for this event.

Event description:
It was reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on 04/aug/2021 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initially prescribed antibiotic therapy with intraperitoneal (ip) ceftazidime and vancomycin (dose, frequency, and duration unknown). The culture resulted positive for coagulase negative staphylococcus (species unknown). The patient¿s antibiotics were adjusted, and ceftazidime was discontinued. The patient continued to receive ip vancomycin. The cause of the peritonitis was not confirmed. The patient does not recall a breach in aseptic technique. No cassette leak or liberty select cycler issues were reported for this event. The patient continues to complete pd therapy utilizing the liberty select cycler during recovery. The patient did not require hospitalization for this event.

Manufacturer narrative:
Additional information: h6 health effect - clinical code section c26682.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. Although the cause of the peritonitis was not confirmed, the culture result of staphylococcus suggests a breach in aseptic technique as the majority of pd-related peritonitis results from touch contamination with staphylococcal species as the most common pathogens. The pathogens are most commonly found to colonize on human skin and hands. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initially prescribed antibiotic therapy with intraperitoneal (ip) ceftazidime and vancomycin (dose, frequency, and duration unknown). The culture resulted positive for coagulase negative staphylococcus (species unknown). The patient¿s antibiotics were adjusted, and ceftazidime was discontinued. The patient continued to receive ip vancomycin. The cause of the peritonitis was not confirmed. The patient does not recall a breach in aseptic technique. No cassette leak or liberty select cycler issues were reported for this event. The patient continues to complete pd therapy utilizing the liberty select cycler during recovery. The patient did not require hospitalization for this event.